Event description:
It was reported that during a ptca procedure, the shaft of the catheter kinked and subsequently broke during insertion into the guide catheter. No pt injuries or complications occurred.